Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer states that the blood glucose values at the time of the event were too high for their meter to read. The customer had symptoms of nausea and dry mouth. The customer treated with manual injections. The customer's blood glucose at the time of the call was 329 mg/dl. Troubleshooting was performed and the pump passed functional testing. Troubleshooting identified in the pump history that the insulin pump had alarmed low reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.